Manufacturer narrative:
Technician found the bed in "down" storage. No pt impact reported. Head up function was not working. Function does not work manually or under power. Battery led was on. Determined problem to be faulty valve guide tube. Replaced head up valve guide tube to resolve this issue.

Event description:
Complaint info received alleged that the head up function was not working.